Manufacturer narrative:
Reason device not evaluated by mfg is updated to indicate "na". Labeled for single use is updated to indicate "no". (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) reported several samples tested positive with the cobas 6800/8800 sars-cov-2, and were negative in the retest of the same sample tube on a different cobas 6800/8800 sars-cov-2. All negative results were reported to the health care providers. Samples were collected on nasopharyngeal puritan 6" sterile standard polyester swab and vacuette 3ml virus transport tubes greiner. The samples alleged generated cts indicative of samples near the lod of the test based on information contained in the method sheet in the table titled "lod determination using USA-wa1/2020 strain". As mentioned in the method sheet, limit of detection (lod) studies determine the lowest detectable concentration of sars-cov-2 at which greater or equal to 95% of all (true positive) replicates test positive. The method sheet of the product indicates: collect nasal, nasopharyngeal and oropharyngeal specimens according to standard collection technique using flocked or polyester-tipped swabs and immediately place in 3 ml of copan universal transport medium (utm-rt) or bd¿ universal viral transport (uvt). Collect nasal specimens according to standard collection technique using flocked or polyester-tipped swabs and immediately place into cobas® pcr media tube from cobas®pcr media kit. Collect nasal specimens using the cobas®pcr media uniswab sample kit or cobas®pcr media dual swab sample kit according to instructions. No harm or injury indicated. Investigation from the review of data provided by customer did not identify any product problem. Based on the FDA guidelines,16 mdrs will be submitted one for each of the reported results, .

Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. (B)(4).